Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. It is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Additional observations: red particles were observed on the gel.

Event description:
Patient reported rupture on the left side. Healthcare professional reported left side "silicone granuloma" and "prominent level 1 axillary lymph nodes bilaterally particularly on the left. Prominent internal mammary nodes bilaterally". The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture on the left side. The device remains implanted.

Event description:
Patient reported rupture on the left side. Healthcare professional later reported ¿silicone granuloma" and "¿prominent level 1 axillary lymph nodes" via MRI. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g2, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. Additional observations: ¿ non penetrating nicks observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported rupture on the left side. Healthcare professional later reported ¿silicone granuloma" and "¿prominent level 1 axillary lymph nodes" via MRI. The device has been explanted and replaced with a non allergan device.